Event description:
The manufacturer received information alleging a ventilator failed calibration during testing and was alarming for an obstructive error. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was found to be contaminated with dust and dirt and needs to be replaced to address the issues.